Event description:
According to the event description: "propofol was being infused at 30ml/hr. When the consultant intensivist was doing his rounds, he noticed the patient was not properly sedated. This could be seen on our depth of sedation monitor (masimo sedline/root). The consultant administered a bolus but this made no difference to depth of sedation. The consultant then removed the line from patient and delivered another bolus but nothing came out of the line."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device history files were read and analyzed. Therapy started on (B)(6) 2025 at 01:19:41 with a space line set and a rate of 30 ml/h. The vtbi was 28.99 ml. In the period from 01:19:41 to 10:43:42, a new vtbi was set several times and several boluses were delivered. A pressure alarm occurred at 10:47:35, which was confirmed, whereupon the therapy was continued. Another pressure alarm occurred at 10:48:33. Another pressure alarm occurred at 10:49:29, which was confirmed. Therapy was continued, bolus administration and vtbi changes were made several times until an air bubble alarm occurred at 11:46:18. The patient was then disconnected, and the set was changed. Therapy was restarted at 11:53:24 with a rate of 30 ml/h and a vtbi of 30.14 ml. This pattern was repeated until 12:21:32, when the pump was switched off. No abnormalities were found in the history log. A visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a slightly dirty state and no visible damage can be localised. A functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked. The mechanical pressure cut-off was checked. Safety clamp was checked. The device matches the required values and standards. All measured values are within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,32%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within ourspecification. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689, k142596, k191910.